Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of the implantable pulse generator (ipg) system, followed by an right atrial (ra) lead and right ventricular (rv) lead revision on day one post operatively, that the patient developed a pocket infection. Cultures were obtained and the ipg system was extracted. No further patient complications have been reported as a result of this event.